Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s daughter contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient¿s daughter reported that the alleged power issue began on (B)(6) 2013 at 5 pm. The reporter informed the cca that the patient manages her diabetes with a combination of oral medication and insulin. Due to the meter issue, the patient reportedly discontinued taking all of her diabetes medication. Approximately 2 hours after the power issue started, the patient developed symptoms of ¿frequent urination¿. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the cca noted that the subject meter did not power on when the batteries were replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter power issue began.